Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had catheter restriction alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, e1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected field-date of event b3 nurse in the ICU, called into emergency support program line to request support iab cathter restriction. She reported that the patient had just returned from a CT scan and had been repositioned in bed. She also stated that the physician reviewed the CT images and confirmed the balloon was in the correct position. Esp personnel reviewed a screenshot of the iabp monitor, which indicated a kink, as evidenced by flattening and rectangular-shaped balloon waveform peaks. Esp personnel recommended several nursing interventions, including relieving pressure from the insertion site. Upon review of a screenshot of the insertion site, it appeared that the sheath had been pulled back approximately a quarter of an inch at some point. Esp personnel also recommended obtaining a new chest x-ray to verify placement, given that the patient had undergone transport and repositioning multiple times. Miranda later called back to report that the chest x-ray showed the catheter was out of position. The physician planned to remove the catheter, as the patient was not experiencing chest pain. Miranda had no further questions and expressed appreciation for the support.

Event description:
N/a.